Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an over-infusing error at 8-10%. Issue was not related to physical damage/abuse and there was no delay of therapy. The fault occurred during test infusion. There was no patient involvement and no harm/no adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the issue, the device was found to over deliver. It was determined that the expulsor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.